Manufacturer narrative:
(B)(4). Viatrac plus 4x30,5x40; acculink ((B)(4)). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Difficulty advancing the retrieval catheter may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. In this case, based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with newly placed rx acculink stent and there is no indication to suggest a product quality deficiency. Additional post-dilatation was done with a 6.x 20 viatrac at 8 atmospheres for 10 seconds. The retrieval catheter was then able to advance. Rx acculink carotid stent system is being reported under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with 80% stenosis. The nav 6 filter was placed and pre-dilatation was performed with a 4 x 30 viatrac plus. The acculink stent was deployed without issue. Post-dilatation was performed with a 5 x 40 viatrac balloon. An attempt was made to put up the retrieval catheter, but there was difficulty advancing it through the stent; therefore, additional post-dilatation was done with a 6.x 20 viatrac at 8 atmospheres for 10 seconds. The retrieval catheter was then able to advance and the filter was removed without issue. Reportedly, the patient moved his neck prior to advancing the retrieval catheter, but the filter did not move through-out the procedure. 6-7 hours post-procedure, the patient experienced a transient ischemic attack (tia), with expressive aphasia; however, the patient could speak. The cat scan and ultrasound were normal. The stent was patent. The patient was given heparin and the symptoms resolved within 24 hours. The patient is doing well. Though requested, no additional information was provided.